Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to a pain from a loose femoral stem. Update rec'd 02/29/2016: litigation received. At this time litigation alleges pain which can be attributed to the loose stem. A doi was provided. There is no new information that would change the existing MDR decision. This complaint was updated on: 03/07/2016. Update 05/09/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported left hip pain, difficulty walking, elevated metal ions, physical and emotional injuries related to the toxic metal poisoning and diminished physical abilities. Medical records reported moderate to severe limp, pain with range of motion, and metal ions rather dramatically elevated. Revision surgical report noted loose and retroverted stem with metal debris within the joint. Head and liner added to complaint for allegation of elevated metal ions without lab results. Stem lot updated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).